Manufacturer narrative:
Concomitant medical products: fr995-23 tissue valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. Cultures were taken and origin of infection was device pocket. The complete implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.